Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that following insertion the patient experienced pain, extrusion, urinary/ bowel problems, vaginal scarring, recurrence, and dyspareunia. It was reported that the patient underwent mesh excision on (B)(6) 2014 due to complications from genitourinary mesh, pelvic pain, and dyspareunia. It was reported that the patient underwent mesh excision on (B)(6) 2014 at lexington clinic due to complications due to a genitourinary device, implant, or graft.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incomplete bladder emptying.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary incontinence.